Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was inserted and there was a missing haptic. No medical intervention was required. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 was received in the original folding carton. The cartridge component was observed correctly engaged into lower body of the pcb00 device. Some viscoelastic traces are observed in the cartridge. The plunger component was observed advanced position near the second detent mark. Visual inspection with microscope magnification was performed. The lens was observed cut in pieces. Among the pieces observed was detached haptic. Therefore, detached haptic was verified. Based on the visual evaluation of the returned unit the exact cause was not determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.